Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having trouble with sensor calibration, is experiencing high and low blood glucose levels. The customer¿s blood glucose level was up to 400 mg/dl at the time of incident had a blood glucose level of 25 mg/dl at the time of event. These are different occasions, notes do mention the date of the events. One event was a low blood glucose of 40 mg/dl with a hospital stay. Second was a 911 call to her home. Notes do not mention if customer wanted to trouble shoot for event. The customer blood glucose at the time of call is 172 mg/dl. The product will not be returned.